Event description:
When flushing the arterial line safe set, blood backed up into the transducer and leaked.======================manufacturer response for art line transducer/ flush system, (brand not provided) (per site reporter).======================no response yet - testing will occur.